Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing malformed clips. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.